Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges smelling something burning, called the paramedics, and they found the batteries in the transformer were melting.

Manufacturer narrative:
The 9v batteries were not returned with transformer. The transformer which was not original to the device showed no evidence of melting in any area including the battery compartment. The chair did show evidence of heavy liquid ingress. The evaluator can not rule out liquid contacting an electrical connection resulting in a smell.

Event description:
Alleges smelling something burning, called the paramedics, and they found the batteries in the transformer were melting.